Event description:
During verification testing at the service center, unrestricted flow was noted when the door was opened.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow when the door was opened. This was due to a missing door roller. The device was received with a missing door roller and pin, and a broken door handle. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when opening the device door. The probable cause for the missing door roller and pin was leaving the door assembly in the open position exposing the door roller post and door roller to contact damage. This report represents all the info known by the reporter upon query by hospira personnel.